Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The lesion being treated was located in the non tortuous, mildly calcified left anterior descending (lad). The physician placed a taxus express2 8.8% 3.0 x 32 mm drug eluting stent. The balloon was inflated to 16 atms and the stent was well positioned and well apposed. After successfully deflating the balloon it became stuck on the stent. The physician used a buddy wire with a maverick balloon and inflated 2 - 3 times and was able to dislodge the balloon and remove it. There were no pt injuries or complications reported. The pt's status is reported as good.